Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after they were implanted their "back started leaking". Pt stated that it was so bad it soaked their nightgown while sleeping and scared them. Pt stated that they made a doctor appointment and it took them two months to be seen and their doctor didn't think the leakage was a big deal. Pt mentioned having a CT scan done but has yet to have been told what the CT scan showed. Pt also mentioned that their doctor made a big deal out of their sister putting too much tape over their incision site after being implanted. Patient stated they did not know if it was spinal cord fluid leaking or what? When they spoke to implant doctor, he said they did not know what it is and instead complained about how tight the bandages were, which patient thinks, had nothing to do with the leak. Patient added they were wetting underpants, pants, bed. Sometimes it was clear and then it eventually turned yellow. Sometimes it was little, sometimes it would be more than other times. It took two months for the fluid to completely discharge. When the CT scan was observed by new family doctor, dr. Patel (full name and contact info unknown), they stated it was infection. When I asked patient if it has resolved, they stated ¿I guess because there is no more fluid leaking, it must have all leaked out.¿ patient said their weight at the time of event was around (B)(6) lbs.